Manufacturer narrative:
(B)(4).

Event description:
The complaint device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced hypoglycemia and intermittent audio output. Patient states that her blood glucose dropped below her continuous glucose monitoring system's (cgm) alert value and the cgm failed to alert her, where she then passed out. Patient's husband discovered patient and administered juice to her until patient was up again. At the time of the call, patient was in good condition. No additional patient or event information is available. It should be noted that the diabetes mellitus is a known contributor to hypoglycemia and loss of consciousness. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.